Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received. Device not returned.

Event description:
It was reported that the customer filled the cartridge with 2ml and when fill tubing started, the customer noticed insulin dripping at 2 units. Reportedly, insulin continued to drip after the fill tubing stopped. The customer was able to load a new cartridge and infusion set successfully. The customer's blood glucose level was not impacted.